Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device was returned with the balloon folds in a post inflated state. The balloon failed the negative prep test. Upon pressurization of the device, liquid was observed exiting the balloon distal cone and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was being used to pre-dilate the lesion. The leak occurred on the first inflation when the device was at the lesion. The device was replaced with a non-medtronic balloon which was used with no issues noted and the procedure was completed. Other non-medtronic pre-dilators were used with no issues. Facility postal code provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon catheter, a balloon burst/leak occurred during balloon inflation. A contrast agent leakage was discovered before any pressure was applied during balloon inflation. The target lesion was located in the proximal right coronary artery (rca) which exhibited mild tortuosity, no calcification with 50% stenosis. The device was not inspected prior to use and negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.